Event description:
It was reported that the pre-operative diagnosis was lead malfunction and complete av block. The 5072 was damaged from open heart surgery. The right atrial 5072 lead was replaced, and the 4968 was capped based on the physicians judgement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.